Event description:
It was reported via repair work order that the auxiliary power cord and power cord was detached from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.